Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No rewind anomaly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer also reported that insulin pump had rewind anomaly. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.